Event description:
It was reported that the user called to review showering procedures and noted elevated glucose after announcing a regular meal that was heavier in carbohydrates, with subsequent steady improvement while using the ilet. Symptoms included high blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included user education on meal announcements and pausing or disconnecting for showering. Investigation of this case revealed no device malfunction and suggested user-related factors consistent with an incorrect meal size announcement leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.